Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing irritation and inflammation at his ipg site. As a result, the patient's ipg was explanted. Cultures were taken but the results are unknown.

Event description:
Follow-up revealed the patient's issue remains ongoing.

Event description:
Follow-up revealed the patient is under the supervision of an infectious disease physician. Also, the patient has a peripherally inserted central catheter and will be receiving antibiotics intravenously for an extended period of time.